Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: investigation revealed a battery compartment crack to the left of the bumper pad from the threads traveling down along the side of the bumper to the case seal. A crack was also observed between the case seal and keypad cover. Unrelated to the complaint, the keypad cover was lifted at the ok button; all buttons were responsive during investigation. The keypad cover was removed; there was no contamination under the contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack to the left of the bumper pad from the threads traveling down along the side of the bumper to the case seal. A crack was also observed between the case seal and keypad cover. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2016.